Event description:
A pt service rep (psr) contacted zoll customer support after assisting a (B)(6) male pt to report that the charger/modem was powering on and off. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. The reported problem (problem with charger) has been confirmed. The cause for the defective charger/modem is a shorted transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the defective transistor cannot be positively identified. No adverse event resulted from the damaged transistor or battery board. The pt received a replacement charger/modem.